Manufacturer narrative:
(B)(4). Device manufacture date: 10/28/2015-11/02/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and passed successfully. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor did not flow during infusion. The reporter stated that the expected therapy time was 8 hours. The device was reported to have been attached to the patient for 10 hours and 45 minutes; however, ¿still failed to empty and deliver the full dose of desferrioxamine.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.